Manufacturer narrative:
(B)(4). The customer reported that during daily/shift test the device displayed a pads ECG error message and along with a red x in the ready for use indicator. There was no pt involvement. The local philips representative confirmed the reported condition and also found that the device also failed the user initiated operational check with general system test and pacer test failures. The local philips representative resolved the reported condition by replacing the power pca.

Event description:
The customer reported that during daily/shift test the device displayed a pads ECG error message and along with a red x in the ready for use indicator. There was no pt involvement.